Manufacturer narrative:
Device evaluated by manufacturer: yes. Sc-1132 (B)(4) the complaint in regard to the impedance anomaly was not verified. An impedance measurement showed all contacts exhibited normal values. The device passed functional test and revealed normal device characteristics. The associated leads were not returned for analysis.

Event description:
A report was received that the patient's leads had high impedances and had loss stimulation. The patient underwent a revision procedure wherein it was found that the leads were broken. The physician did not revise the patient and put back everything in and referred the patient for explant.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. Device malfunction was suspected on the ipg. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's leads had high impedances and had loss stimulation. The patient underwent a revision procedure wherein it was found that the leads were broken. The physician did not revise the patient and put back everything in and referred the patient for explant.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's leads had high impedances and had loss stimulation. The patient underwent a revision procedure wherein it was found that the leads were broken. The physician did not revise the patient and put back everything in and referred the patient for explant.

Manufacturer narrative:
The explanted leads were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads had high impedances and had loss stimulation. The patient underwent a revision procedure wherein it was found that the leads were broken. The physician did not revise the patient and put back everything in and referred the patient for explant.